Event description:
It was reported that the customer required medical intervention from emergency medical services due to high blood glucose levels. The blood glucose reading was 600 mg/dl. He complained of sluggishness, diarrhea and thirst. The customer treated twice with manual injections of 25 units of insulin each. Upon removal of the infusion set, it was found that the cannula was bent. The customer also stated that his bi-polar personality disorder and was off medication for his condition. He was able to lower his blood glucose reading to 458 mg/dl by the time emergency medical services arrived. The customer had taken off the insulin pump shortly before the 911 call was made. He reported that the motor in the device sounded weird to him. Upon troubleshooting, it was found that insulin did exit from the tubing during manual prime. Advised complete infusion set, reservoir and insulin change. Customer felt the reservoir ran out of insulin without alerting him. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.